Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately one month after the implant of an implantable cardioverter defibrillator (ICD) with an antibacterial absorbable envelope. The implantable cardioverter defibrillator (ICD) system was explanted. It was noted that the pocket where the device was implanted was noted to be red, swollen and had an area that did not fully heal. Antibiotics were administered and the system was removed; will be replaced at a later date. No further patient complications have been reported as a result of this event.